Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that after the implant procedure oversensing resulting in pacing inhibition was seen on the right ventricular channel after the lead configuration was left unipolar and automatic gain control was programmed. This issue was resolved with reprogramming, and the device remains.